Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The device was returned for evaluation. The sample slearly showed a package that had a sterile seal breach. The root cause was a manufacturing error. Either the sealing tool or the packaging film was misaligned during the sealing process, resulting in voids and a breach of the sterile barrier. If any additional relevant information is identified it will be submitted in a supplemental report.